Event description:
I had a biomed reverse shoulder implanted on (B)(6) 2018. I started to feel pain one year later and it was determined by my surgeon that the screws had broken. The reverse shoulder was removed on (B)(6) 2019. Shoulder replacement failed. FDA safety report ID # (B)(4).